Manufacturer narrative:
The core fiber was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. The returned catheter had evident bend marks in the catheter as well as both input and output tubes. Not able to determine if there has been a break in the catheter or tubing. There is no other apparent physical damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that intra-operatively, the catheter was not cooling properly. During the initial ablation, it was noted that the saline was returning too fast. No leaks were found. They proceeded with a test ablation and noticed that heat traveling along the catheter. The ablation was stopped. The test dose was 4.5 watts, 30% and ablation was 7.5% watts, 50%. The catheter was replaced and the procedure continued. It was noted that a non-medtronic system was used to place the catheter and it looked like it bent in the magnetic resonance imaging (MRI) bore in the non-medtronic system's tower. The procedure was completed and there was no reported impact to patient outcome. There was a reported delay to the procedure of ten minutes due to this issue.